Event description:
It was reported that 4 months after cochiear implant surgery, this patient developed on infection with fluid at the implant site, his physician explored the area and cultured staphiocouccus from site. The patient was hospitallzed in 2006 with edema in the recelver/stimulator area. The surgeon removed the device and discovered a "fibrinald" meterial he commented were "probable blollim" in the implant bed. The patient is now doing well and the infection has completely cleared, he will be reimplanted in july.